Manufacturer narrative:
(B)(4). D6a: implanted between (B)(6) 2007 and (B)(6) 2019 g2: foreign - event occurred in china. G2: literature - xiao, q., cao, j., xu, b., et al. (2025) reconstruction of paprosky type iii acetabular bone defects in revision hip arthroplasty by using a combination of cage and morselized allografts. Bone & joint, 6(11):1515-1522. Https://doi.org/10.1302/2633-1462.611.bjo-2025-0137.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that approximately nine years post-implantation, one patient had radiographic evidence of cage migration and screw fracture, but was asymptomatic. At approximately 13.6 years post-implantation, there was cage migration over 5mm so the patient was revised. A hemispherical cup was implanted during the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images show revision of the acetabular component with cage augmentation and grafting of the acetabular bone loss. Nine year postoperative radiograph shows development of cage screw fracture, medial migration of the cage, and bone graft resorption. New osteolysis and cement mantle fracture is also noted around the femoral component on the 13 year postoperative radiograph. The findings are again suspicious for particle disease/aseptic loosening. Of note, there is borderline vertical inclination of the acetabular cup at approximately 51 degrees on the initial revision radiograph which can predispose to edge loading and liner wear. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.